Event description:
It was reported that the procedure was to treat a de novo lesion in the renal artery with 80% stenosis, mild calcification and moderate tortuosity. The 4.0x12mm herculink elite stent delivery system (sds) had resistance during advancement and the stent dislodged from the balloon. The stent together with the guidewire and stent delivery catheter were simply withdrawn as a unit. There was no resistance during removal. Another same size herculink elite stent was used to complete the procedure. There was no adverse patient effect and there was no delay in the procedure. No additional information was provided.

Manufacturer narrative:
E1: facility name - xiasha district, run run shaw hospital affiliated to zhejiang university school of medicine manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned stent. The reported stent dislodgement was confirmed. The reported difficult to advance/position could not be tested as the stent delivery system was discarded by the account and not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.